Manufacturer narrative:
It was reported to abbott, a patient experienced a loss of therapy. The rep checked the system and 3 of the 4 contacts on the left lead were invalid (high). The physician planned on replacing the lead. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8334958.

Event description:
It was reported that patient experienced ineffective therapy. Targeted pain pattern is bilateral feet; however, patient was only receiving left side coverage. Lead diagnostics showed that one contact had a high impedance over 7000 ohms and two contacts had impedances around 100 ohms. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Manufacturing reference number 1627487-2024-08002 is no longer reportable as reprogramming restored therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that reprogramming was able to cover areas of pain to comfort. No further intervention is planned.